Event description:
Discordant, falsely elevated sodium (na) and potassium (k) results were obtained on one patient sample on a dimension vista 1500 instrument. The discordant results were not reported to the physician(s). The sample was repeated on the same instrument, resulting as expected for na and higher than expected for k. The sample was repeated on an alternate dimension vista instrument and on the original instrument, resulting lower. The corrected results obtained on the alternate dimension vista instrument were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated na and k results.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Ccc instructed the customer to perform repeat testing on the same instrument, which resulted as expected. Ccc instructed the customer to run quality controls for potassium, which resulted within range. The customer replaced the aliquot probe and ran patient comparisons, which resulted as expected. The cause of the discordant, falsely elevated na and k results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.